Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt, the lead had placement difficult and could not be placed. Also, the helix was unable to be retracted. The lead was removed. However, the second attempt lead also experience the same issues and was also removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically fractured due to over-rotated. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.